Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital"after the beginning of the assistance, about one hour after, a minimal blood leak was discovered at the lower part of the oxygenator (indicated with an arrow on the device). It was decided to replace the device. (B)(4).

Manufacturer narrative:
(B)(4). The pls set module was received and the product was investigated in the laboratory of the manufacturer. The sample was primed. A tightness test was performed and hereby a leakage at the gas outlet confirming the customer's reported issue. No other abnormalities were detected. The leakage was confirmed to be caused by fiber shrinkage. CAPA (B)(4) effectiveness: the CAPA (B)(4) was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of the similar complaint shows for the first time the same malfunction as known out of CAPA (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures. In case an accumulation occurs, mcp will decide about additional investigation steps may be necessary. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).